Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue, user is testing with expired test strips.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/25/2016 and open vial date is more than six months ago. The meter memory was reviewed for previous test result history (date / time not set): the 538mg/dl (B)(6) 2016 05:50:00 pm fasting: no, the hi (B)(6) 2016 05:37:00 pm fasting: no, the 175mg/dl (B)(6) 2016 08:33:00 pm fasting: no, the 237mg/dl (B)(6) 2016 07:33:00 pm fasting: no, the 204mg/dl (B)(6) 2016 08:54:00 am fasting: no. Customer stated that rarely test the blood glucose level and customer stated has not a normal range. Customer stores strips in the bedroom however customer states that the vial was opened over 6 months ago.